Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the pump battery compartment was damaged and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2015 with the following findings:during investigation, a visual inspection of the pump revealed a crack in the battery compartment; the battery compartment threads were found to be misaligned and bent. The battery cap was able to be tightened but was unable to be removed.